Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with iritis in the right eye, at the one month postoperative visit. The topical steroid drops were increased. The reporter noted that the pt complained of light sensitivity. Another report is filed for the left eye. Additional information has been requested.